Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not booting¿. Review of the log file showed that ¿issue with the imagedisk 1¿. Which confirmed the malfunction of the system. The philips engineer replaced new hard disk, carried out configuration and validation. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not booting up. No patient harm was reported.